Event description:
It was reported that the caller saw an end-of-life / end-of-service message. Premature battery depletion was reported. The patient had a short circuit on electrodes #9 and #10, with impedances below 50 ohms. The patient had been programmed to #9 and #10, with amplitudes of 8 to 9 volts. This likely caused the premature battery depletion. It was unknown when the short circuit developed.

Manufacturer narrative:
Lead model 3778-60, serial # (B)(4), implanted: (B)(6) 2010, explanted: na, lead model 3778-60, serial # (B)(4), implanted: (B)(6) 2010, explanted: na; programmer model 37743, serial # (B)(4).